Manufacturer narrative:
(B)(4). Device received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible under delivery anomaly noted. Device passed the dat test at 0.0874 inches. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the that they experienced high blood glucose levels and insulin pump was under delivering. The blood glucose level was 25.1 mmol/l at the time of incident. The current blood glucose was 24.6 mmol/l. Customer treated with insulin pump and insulin pen. Customer alleging the insulin pump because customer was experiencing unexplained high blood glucose they had to use insulin pump to drop down blood glucose level. Drive support cap was normal. The product will be returned for the analysis.